Event description:
It was reported that the patient underwent a revision procedure to replace the left side deep brain stimulation dbs lead due to a lead fracture.

Manufacturer narrative:
This event was previously reported. See MFR. Report # 3006630150-2020-04762.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a revision procedure to replace the left side deep brain stimulation dbs lead due to a lead fracture.